Manufacturer narrative:
(B)(4).

Event description:
It was reported episodes of non-sustained rv oversensing were noted on a remote transmission. Further review of the episode noted post-paced t-wave oversensing. Programming change was recommended to resolve the issue. No reprogramming has been performed as of yet. The physician chose to continue to monitor. Plan is to have the patient return to the clinic at his convenience upon his return from his trip and make the recommended programming changes.

Manufacturer narrative:
Correction: previously reported (B)(6) 2016, new information received indicated (B)(6) 2016.

Event description:
New information received indicated that programming changes were made to resolve the oversensing issue.